Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. It was found that one of the needles had protruded from the package before opening the package when preparing tools for operations. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Actual product was returned and evaluated. The overwrap was examined and the sterility of product was not compromised.